Event description:
Event description cpi received information stating at implant, the physician attempted to deliver stat shock, an error code occurred, the programmer hung up and did not deliver stat shock. External defibrillation was used.